Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with unspecified assays on a cobas 8000 c 702 module (c702). The customer site was having issues with their water system and was scheduled to have maintenance performed on (B)(6) 2018. The customer provided data for one patient sample that had an erroneous result for bilt3 bilirubin total gen.3 (bilt). The erroneous result was not reported outside of the laboratory. The sample initially resulted with a bilt value of 1, which repeated as 246. No units of measure were provided for the bilt assay. The sample was a capillary sample and it was analyzed in a micro-cup. The sample material looked fine upon inspection. The volume of sample material was low, but no errors were received. No adverse events were alleged to have occurred with the patient. The bilt reagent lot number was 248258. The reagent expiration date was asked for, but not provided. The customer also mentioned that there were questionable patient results for an unspecified number of patient samples tested with unknown assays on a different analyzer line. These issues were believed to be related to water quality. For the analyzer line containing the complained c702 module, it was stated that there was ongoing instability with calcium. No further details were provided in relation to these additional issues. The customer mentioned that they were having issues with low quality samples. Calibration data was checked and this was ok. The alarm trace showed several abnormal aspiration alarms over the course of 4 days. The investigation was unable to find a definitive root cause.